Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient present to clinic with high capture threshold and loss of capture. Fluoroscopy revealed lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful. The patient was stable after the event.